Event description:
It was reported that the patient was experiencing inadequate pain relief. The patient underwent a revision procedure wherein the linear leads were replaced with a paddle lead which was placed higher than the previous leads. The patient was doing well postoperatively. The explanted leads will not be returned as they were discarded by the medical facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 17152495.